Event description:
The customer reported that their ups has failed, causing a loss of centralized monitoring. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt information.

Manufacturer narrative:
The customer confirmed that the ups had failed. The acuity ups is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method - customer confirmed ups failure.